Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the battery capacity reached one or two green lights the power source would switch.  This only occurs on this battery.  The battery was removed from use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery (bat(B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file did not reveal any premature power switching events involving the battery within the analyzed period. The battery had been lubricated prior to release. Of note, it is possible for a battery which has depleted to 24% relative state of charge (rsoc) to later increase to 25% rsoc after the controller switches to the other power source. The increase in capacity is likely the result of the controller normally switching to the secondary power source after the primary power source depletes below 25% rsoc, which decreases the load on the battery. The battery capacity display on the controller and battery is intended to light two (2) led indicators for capacities between 25-49% and one (1) led indicator for capacities below 25%. Review of the data log file did not reveal any evidence of the battery capacity increasing after depleting to 24% rsoc; however, it is possible that the battery was exchanged before a data point was recorded. The provided visual evidence did not provide sufficient information to confirm a device malfunction. As a result, the reported power switching and display error events could not be confirmed. Based on the available information, a possible cause of the reported display error event may be attributed, but not limited, to the battery regaining capacity after its load had been decreased, resulting in the charge going from 24% to 25% capacity. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.